Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00mmx15mm emerge¿ balloon catheter was advanced for dilation; however upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.